Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 10ml s/su stopper was defective / damaged. The following information was provided by the initial reporter translated from spanish to english: 10ml syringe with a problem in the rubber of the syringe, it doesn't seal and air gets in during blood collection.

Manufacturer narrative:
(B)(4). Follow up. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.